Event description:
It was reported that high thresholds were observed on the left ventricle (lv) lead. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6949-65 lead, implanted: (B)(6) 2006; 5568-53 lead, implanted: (B)(6) 2006. (B)(4).